Event description:
It was reported to philips that the device failed due to dpm hardware failure. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.